Event description:
Surgeon complained that the distal tip of the instrument becomes sharp after several uses. The surgeon reported nicking (puncturing) the serosa during a bariatric case at hospital. There was no report of bowel leakage. The surgeon reported the nick was sutured and the pt was "fine." He wanted all of the 625-164 sent for evaluation, since the one instrument used in this case was not isolated from the other surgical instruments post-operatively. Surgeon is requesting written report of investigation results.